Event description:
It was reported that the pt could not feel stimulation. The pt had fallen on her back/buttock and hit her head on a cabinet approximately one month prior to report, and had been in the hospital for two days to recover. The pt had not felt stimulation since the incident, but could not fully remember. It was noted that the pt could feel stimulation better with her previous device than she could with the new one. Battery voltage was at 5.4 volts. The device was switched to a different program and stimulation was adjusted from 0.0v to 4.3v and the pt could feel stimulation "between her legs." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).